Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Medical records and implant sticker sheet received. After review of medical records, patient was revised to address cup disassociation. Revision notes stated there is a large amount of metallosis and soft tissue staining. There is also a large amount of pseudotumor which was also removed. The acetabular component was loose and was removed. Added expiration date and patient history.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address asr acetabular cup loosening at the bone to implant interface. Update 20 apr 2018. Asr litigation records received. Litigation alleges injury, pain, stiffness, discomfort, weakness, limited mobility, anxiety, emotional distress, and elevated cobalt and chromium level. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.